Event description:
It was reported that patient underwent a reimplant surgery of his artificial urinary sphincter (aus) . Previous device was explanted last year due to erosion. A new aus was implanted. No information about the patient outcome is available at the moment. Should additional information become available, a supplemental report will be submitted. Additional information was requested, however, no further information was available.